Manufacturer narrative:
Evaluation codes results: deformation problem - catheter detachment. Related to operational context-root cause of the issue is most likely procedural related. Evaluation conclusion: operational context caused or contributed to the event-root cause of the issue is most likely procedural related. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent. The resolute was being used in conjunction with a s printer balloon inside the guide catheter. The resolute device failed to cross the lesion and stent delivery system became entrapped within the guide. An unsuccessful attempt was made to remove the sprinter followed by an attempt to remove the resolute resulting in the shaft separating. It is confirmed that excessive force was used during the attempt to remove the resolute device. No issues were noted with the device prior to use. There were no remnants left in the patient and the procedure was continued without using two devices through a 6 french guide. No clinical sequelae reported. Evaluation summary: the transition shaft was detached 4cm distal to the hypotube bond. The total transition shaft measured 28cm. The detachments were stretched and jagged at both ends. The stent was positioned between the marker bands as per specifications. The 1st distal segment was flared. The inner was bunched at the attach tip bond. Both pillows were bunched. The distal tip was damaged.

Event description:
User facility medwatch received the patient was undergoing a coronary catherization with angioplasty and stenting of the lad and lad diagonal branch. A wire was crossed into the lad and run through wire had to be used for the diagonal branch. A 3.0 x15 balloon was deployed in the lad and a 3.0 x12 balloon was deployed in the diagonal branch for kissing balloon angioplasty with good results. However there was an area in the lad that was consistent with a dissection, a resolute 3.5 x5 was placed in the lad. This caused compromise in the diagonal branch so another resolute 3.0 x12 was placed. In the process of moving the stent /balloon the to another location the wire /balloon were pulled back into the guide catheter and as a result the stent /balloon shaft sheared off inside the guide catheter .

Event description:
Rsint30009ux was used to treat the compromise /occlusion.

Manufacturer narrative:
Ref user facility medwatch (B)(4).